Event description:
It was reported that the tissue pad melted. The customer used another device to complete the case. The device will be returned for analysis.

Manufacturer narrative:
Information anticipated, but unavailable at this time.